Event description:
It was reported that the patient faced infusion set cannula pulled out the set while sleeping event on 06 may 2026.

Manufacturer narrative:
Patient city: (B)(6). Patient country: colombia. Zip: (B)(6). Name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip: code 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.